Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. A software analysis could not replicate the issue.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the images were dark after acquisition. No patient was present.